Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheters kept falling off also stated that some were exploding from the top and broke off. Per sample evaluation, it was observed that one of the catheter was found to have strong adhesive.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted 67 unopened spirit male external catheters were received. No obvious defects were noted. The samples were cut to the required width (0.70"+/- 0.05"). The adhesive peel strength was found to be out of the specification (0.60-2.10lbf). The two samples tested would not generate a reading. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure mode could be due to "mechanical failure." The product was not used for diagnosis or treatment. The product did not meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure.h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the male external catheters kept falling off. It was also stated that some were exploding from the top and broken off. Per sample evaluation, it was observed that one of the catheter was found to have strong adhesive.